Event description:
It was reported that one patient underwent a knee arthroplasty revision to address post-operative aseptic loosening of the femoral component. No additional information is available.

Manufacturer narrative:
(B)(4). Hawes, g., chapman-sheath, p. (2023). Low rate of tibial debonding in a popular knee replacement analysis of a single specialist knee surgeon survival data for the nexgen lps flex femur using option tibia compared to the precoat tibia : a 14 year follow-up study. Unpublished. D10 - concomitant devices - unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen tibial tray. E1 - journal article co-author. G2 - report source - foreign: united kingdom. H6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.